Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of a pleural effusion, which warranted hospitalization and transition to hemodialysis (hd) for renal replacement therapy. The cause of the patient¿s pleural effusion was attributed to pleuroperitoneal communication. While hospitalized, the patient underwent a thoracentesis procedure which detected glucose within the pleural space. The patient was transitioned to hd and currently remains hospitalized. Pleuro-peritoneal leaks are known to cause pleural effusions. Based on the information available, the liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. However, the liberty select cycler cannot be excluded from having a possible contributory role in the event(s). While peritoneal dialysis fluid leaks are usually congenital or acquired diaphragmatic defects, the increased intra-abdominal pressure created during ccpd therapy can promote pd fluid entering the thorax .

Event description:
The peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized due to pleural effusion issues. Upon follow up, the pdrn confirmed the patient¿s hospitalization was due to a pleural effusion. The patient remains hospitalized; therefore, minimal additional information is currently available. However, the nephrologist reported to the pdrn the patient¿s thoracentesis was positive for glucose (probable pleuroperitoneal communication), and the patient will be transitioned to hemodialysis (hd) therapy (likely permanent) for renal replacement therapy. Subsequent attempts to obtain additional information (hospital records, past medical history, concomitant medication list) have thus far proven unsuccessful. As of 22/sep/2020, the patient remains hospitalized and the pdrn has no additional information to provide.